Event description:
The patient had their pump replaced in (B)(6) 2014 due to volume discrepancies at refills. The reporter did not know when those discrepancies started. Per the hcp, the onset of the event was (B)(6) 2014. The patient was experiencing low back pain. The expected volume was 20.5cc¿s and the actual was 34cc¿s. The cause of the discrepancies was unknown. The pump was explanted (B)(6) 2014. The patient recovered without permanent impairment. The pump was used to deliver morphine.

Event description:
Additional information received reported the pump ¿quit working.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump, model # 8637-10, sn (B)(4), found no anomaly. The pump was received empty and left running in simple continuous mode. The pump was subjected to dispense testing and all tests passed for accuracy. The pump was also subjected to long term infusion testing and volumes were found to be within recommendations from the clinical reference guide.